Manufacturer narrative:
The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an ophthalmic surgical procedure there were eight patients that experienced toxic anterior segment syndrome (tass). Some of these patients required treatment. The staff has noticed that the inside lumen of the phacoemulsification handpiece has brown spots in it. Additional information has been requested. This report represents an unknown number of patients that required treatment.